Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the rotatable collar of the filter was found detached during use on a patient. Therefore, the catheter was removed and replaced with a new kit.

Event description:
It was reported that the rotatable collar of the filter was found detached during use on a patient. Therefore, the catheter was removed and replaced with a new kit.

Manufacturer narrative:
(B)(4). A device history record review was performed with a potentially relevant finding. For material # s-02200-003n (flat filter), lot # 23p17e0431, according to incoming inspection records, the rotating collar popped off 3 of 315 units in a batch of 15,000. This is outside of the parameter for this defect. No relevant findings were found for the nrfit snaplock assembly or the epidural kit. The customer reported the rotatable collar detached from the collar. The customer returned one nrfit snaplock assembly, one nrfit flat filter, and a catheter piece approximately 15cm (10171599). The snaplock and filter appear to be connected; however, the rotation collar is actually not intact to the male lock connector (reference files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual inspection of the returned filter revealed the filter was received with the rotation collar detached from the filter. Microscopic examination of the male lock connection showed the lip that holds the collar in place is tapered. According to anesthesia r & d, the lip should be more of a 90deg angle at the top part of the lip to keep the collar from easily coming off. The customer also provided a video; however, the video is inoperable. The reported complaint of the rotating collar being detached from the filter was determined based on the sample received. Visual inspection of the returned filter revealed the rotation collar was detached from the male lock connector. Microscopic inspection revealed the lip that holds the collar was tapered and should be more of a 90deg angle to prevent the collar from easily coming off according to anesthesia r & d. A device history record review was performed with a potentially relevant finding on the filter. Therefore, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this complaint issue.